Event description:
It was reported that the ventilator was auto triggering during ventilation on a test lung and when changing o2 concentration. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. Based on technician statement, there was an issue with auto triggering, when o2 concentration is set at 22-25% or 97-99% under neonatal mode. It was discussed with subject matter expert and it was clarified that the reported behavior is related to sw version which the customer uses. After the update of the software to 4.4 version the reported issue was solved. The device was delivered to the user in working condition. The root cause of the auto triggering behavior reported by the customer is design. There are no indications of a ventilator malfunction and device worked as it suppose to.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # brand name, # version or model # and # unique identifier (UDI) # were required. Brand name - previous brand name: servo-u, corrected brand name: base unit servo-u version or model # - previous version or model #: servo-u, corrected version or model #: 6694800 unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4).